Event description:
It was reported that the patient visited emergency room due to hypoglycemia on (b)(6)026.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injuryTo date no additional information has been received. Should additional information become available, a follow-up report will be submitted.Reporting Site: 8021545.Manufacturing Site: 3003442380.